Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
Post tavr procedure, there was a severe button valve resistance with 14fr device. Due to the resistance and not able to re-advance after three attempts, a decision was made to have physician exchange for another 14fr device. Sheath was exchanged and a new second devicewas advance with same lot # as the first device. Again, severe resistance was met at the valve or the sheath. Unable to advance the sheath again, and after frantically searching the department for a third manta without same lot number. A third device again severe resistance was met at the sheath. Physician did not want to resort to cut down for closure so he attempted a 4 more times advance eventually using thumb with severe tension to push the bypass tube into sheath. After the device locked into the sheath, physician was able to close successfully.

Manufacturer narrative:
2 mantas, 2 sheaths, and 2 dilators were returned under the label for a different complaint. Blood particulates were noted on all units. Lever was engaged in one of the manta devices. Components were pushed out. Lever was not engaged in the other manta device. The lumen was kinked. One of the sheaths had a torn button valve and the other had a minor displacement of the valve. The manta (unengaged lever) was functionally tested for advancement in both sheaths. No resistance noted. Note: the sales representative sent the units for fu-3010252479-2022-00380 manta & fu-3010252479-2022-00382 manta under the wrong complaint label. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the left common femoral artery. A central positioned access was gained utilizing micropuncture and ultrasound. Arteriotomy was 8.5mm, with a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with severe resistance (see fu-3010252479-2022-00380 manta). After multiple attempts, the proctor made the decision to have the physician exchange the 14f manta device and sheath for a new 14f manta device and sheath (from the same lot number). Again, while attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with severe resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.